Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that placement of the fossa component was problematic. The mandible fractured during manual cutting by the surgeon, leading to inadequate fit of the fossa component.